Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 25 staples remaining in the cover block, indicating that at least 10 staples were fired by the end user. The trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, but no staples fired. It was identified that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool and firing down correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Flash was observed within the cover block. Die casting anomalies were observed on the forming too l. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no issues were identified. CAPA was opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. Both the cover block component and the forming tool component were investigated under CAPA, and it identified flash in the cover block as the probable root cause of visistat 35r staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.